Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device has not been returned to date. (B)(4) was reported as the serial number whereas, the correct number is 7 digits. Therefore, the device history record was no able to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: ¿applicability of endoscopy and endoscopic treatment. If there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported a cluster of four patients who experienced adverse events after procedures using olympus colonoscopes and/or gastroscopes over a 21-day period. Case with patient identifier (B)(6) reports patient 1 of 4 (this report), case with patient identifier (B)(6) reports patient 2 of 4, case with patient identifier (B)(6) reports patient 3 of 4, case with patient identifier (B)(6) reports patient 4 of 4. The customer reports 59 minutes after an esophagogastroduodenoscopy (egd) using an evis exera iii gastrointestinal videoscope (no other devices were used in the procedure), the patient experienced hypertension, shivering, vomiting and hypotension with a blood pressure of 86/41. A blood cuture was drawn (results not provided). Oxygen was administered (rate not provided), IV fluids were given (rate not provided), and a bair hugger was used to warm the patient. No information was provided regarding medications administered pre-op/intra-op/post-op when requested. The patient's current condition is reported as stable. The intended procedure was completed with the subject scope. There was no malfunction of the olympus scope during the procedure. The customer is unable to rule out of the scope caused or contributed to the symptoms experienced by the patient.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.